Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed without any problem and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was good.